Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, knee arthroscopy and de quervain's tenosynovitis (operated). Unknown concurrent conditions. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), depression ("depression / depression not monitored"), affective disorder ("mood disorders"), arthralgia ("joint pain") and visual impairment ("visual difficulties"). The patient was treated with alverine citrate;simethicone (meteospasmyl), antidepressants, anxiolytics, phloroglucinol (spasfon) and surgery (essure inserts were removed via bilateral salpingectomy under general anesthesia). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, depression, affective disorder, arthralgia and visual impairment was resolving. The reporter provided no causality assessment for abdominal pain, affective disorder, arthralgia, back pain, depression, pelvic pain and visual impairment with essure. The reporter commented: symptoms started 5 to 6 months after insertion of essure, and abdomino-pelvic pain was resistant to spasfon and meteospasmyl. As per follow-up of 17-jun-2019: there was an improvement on mood and all other events after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: medical history updated, essure indication added. Patient reports improvements in mood and all reported side effects (lumbar, joint, abdominal-pelvic pain, visual difficulties). Causality was not established. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ('abdomino-pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression / depression not monitored"), back pain ("lumbar pain"), arthralgia ("joint pain"), visual impairment ("visual difficulties") and affective disorder ("mood disorders"). The patient was treated with alverine citrate; simethicone (meteospasmyl), antidepressants, anxiolytics, phloroglucinol (spasfon) and surgery (essure were removed on general anesthesia with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, depression, back pain, arthralgia, visual impairment and affective disorder was resolving. The reporter provided no causality assessment for abdominal pain, affective disorder, arthralgia, back pain, depression and visual impairment with essure. The reporter commented: symptoms started 5 to 6 months after insertion of essure, and abdomino-pelvic pain was resistant to spasfon and meteospasmyl. It was also reported that there was an improvement on mood and all other events after essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.